Event description:
Info received indicates the brakes will not hold when brake pedal is engaged.

Manufacturer narrative:
The tech isolated the issue to worn casters. He replaced the for casters to repair the stretcher.